Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The setting was changed because no image was obtained from the hvo-4000st 4k surgical video recorder. It was likely the issue occurred because of the wrong setting.

Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the sales representative stated the visera 4k ultra high definition (uhd) camera control unit was cabled to the hvo-4000st 4k surgical video recorder and then to the monitor. The representative was advised to go into the menu on the recorder and change the menu setting / turn off the menu display that was causing the issue. The issue was resolved. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that while setting up the visera 4k ultra high definition (uhd) camera control unit, no image was obtained from the hvo-4000st 4k surgical video recorder. No patient involvement was reported.